Event description:
It was reported that programmer displayed end of life (eol) message indicating that ipg has reached end of life. Troubleshooting confirmed ipg was unable to communicate with external devices and deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.